Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The customer loaded a new cartridge to address the alarm and resumed insulin delivery. The customer's blood glucose (bg) level of 300 mg/dl and the bg level was addressed with a manual injection. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.